Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the response buttons were non-responsive. The cause for the inability to activate the device is the non-responsive response buttons. The cause for the non-responsive response button is a detached cable at the rear response button. The root cause of the detached cable cannot be positively identified but may have become dislodged during physical impact. No adverse event resulted from the defective response button connector. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.